Event description:
The customer contact reported that during preventive maintenance testing at the user facility, when the ac power cord was plugged in fire and smoke were noted coming out of the back of the device at the ac connector site. There were no reports of any adverse patient events or delays in critical use. No additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.